Event description:
It has been reported to us that during the procedure, the physician had difficulty with the needle delivery. The physician was having difficulty delivering the device through the sheath as it was advanced into the contralateral iliac. While the device was still inside the sheath, it became impossible to deliver the device any further. The physician proceeded to remove the device from the patient. After removal, the physician inspected the device and discovered that the needle wire had exited the needle while delivering the device through the sheath. This must have caused the needle wire to become trapped along side the catheter and began to pull the needle through the catheter housing. There was no harm to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Method: actual device used in case was returned and evaluated. Visual examination performed. Results: the actual complaint sample was returned and evaluated. Visual examination of the returned device revealed that the needle of the de vice was within the housing. The rapid exchange lumen is torn from proximal end to the tip, the tear stops at approximately 1cm to the distal tip of the catheter. The inner liner of the rapid exchange lumen is loaded on the guide wire and lifted from the shaft. The wire exhibited severe kinks and bends. The distal tip easily detached without force from proximal shaft when placed in warm water for cleaning. A review of the device history record did not detect any deficiencies within the manufacturing process. The initial reported event indicated that this was a needle retraction issue. Based on the evaluation the needle was never deployed from the housing. The event is confirmed for needle would not deploy. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has not been confirmed due to no product returning for evaluation. The analysis is complete as of today (B)(4), 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.